Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported false downstream occlusion messages, which were not reproduced during evaluation. Downstream occlusion alarms were confirmed through a review of the event history log. A downstream occlusion test was performed with the unit passing. No component could be identified for causality. The device was recalibrated to ensure proper occlusion detection.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no patient involvement.